Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the device, there was corrosion on electrical board particularly around the upper part of the board, and on the back of the lcd screen. Unable to perform the displacement, sleep current measurement, and active current measurement tests due to the critical pump error. There's a hairline vertical crack in the battery threads located above the left belt clip rail. Also the thin plastic strip located above the lcd display is missing. Finally the middle (enter) keypad button is cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working and the pump was broken and upper site of the display where the piece of plastic was missing. The customer¿s blood glucose level was 111 mg/dl. The customer stated that the insulin pump was exposed to the moisture. The device will be returned for the analysis.